Manufacturer narrative:
Device evaluation follow-up #3 submitted 08/05/2015:the device was returned to animas and evaluated by product analysis on 07/20/2015 with the following results: no defect was found. Testing was unable to duplicate the complaint of inaccurate delivery. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. No alarms related to the complaint observed in pump history. No alarms occurred during 24hr duration pump testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Manufacturer narrative:
Follow-up #1 correction to suspect medical device serial #.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose of 400 mg/dl with vomiting, abdominal pain, nausea and unspecified ketones associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and was hospitalized and treated with insulin via injection. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #2: date of submission 07/14/2015 ¿ a review of the complaint record indicated that the original complaint was received by animas on 06/16/2015, not 06/20/2015 as previously reported.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.